Manufacturer narrative:
Additional information: it was reported the balloon could not be inflated due to a leak at the luer product analysis: the device returned with damage visible to the luer of the device. The balloon folds were unopened and intact. It was not possible to insert 0 ,035-inch guidewire due to the presence of blood/contrast residue. The device was flushed in an effort to remove the residue build up. The guidewire still would not insert the device successfully. Negative purge did not detect a presence of a leak on the device. In order to verify the location of the leak, an attempt was made to inflate the balloon and a leak was found at the bifurcate on the luer. On initial pressurisation of the device the balloon partially inflated. At 14 atms a leak was observed from the centre of the bifurcate component. Visual inspection confirmed the presence of hairline fractures along the guidewire and balloon inflation bifurcate legs. Foreign material was visible on the guidewire lumen within the bifurcate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use an inpact admiral to treat a slightly calcified plaque lesion in the mid superficial femoral artery (sfa). No embolic protection was used. There was no damage noted to the device packaging and no issues reported when removing the device from the hoop/tray. The device was prepped per IFU with no issues. The device did not pass through a previously deployed stent but resistance was encountered during advancement. It was reported that during balloon inflation to 10atm, a longitudinal balloon burst occurred. All fragments of the balloon were retrieved from the patient. Another device was used to complete the procedure.